Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device did not work. During in-house engineering evaluation, it was determined that the device was corroded. The device also failed pretest for sticky speed trigger, off mode, oscillation/forward/reverse mode function, oscillation angle, switching function forward/reverse and power with test bench. It was unknown if there were delays to the surgical procedure. There was no human patient involvement as this was a veterinary procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.